Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is not responding. Patient stated the issue has been getting progressively worse within the last month. Patient reported he would press the button harder in order to get it to respond. Reviewed how to perform the standard bolus option. Patient stated the button does not remain flat when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.